Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was noted through diagnostic imaging. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.